Event description:
It was reported that "the doctor found the pump can't start up normally, caused by power supply". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "the pump can't start up normally" is not able to be confirmed. No part was returned to for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "the doctor found the pump can't start up normally, caused by power supply". No patient involvement reported.